Event description:
It was reported that the customer's insulin pump was alarming motor error and that the device may have been dropped. Customer stated motor error alarm occurred after several no delivery alarms. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.